Manufacturer narrative:
(B)(4).

Event description:
This right atrial (ra) lead exhibited high pacing thresholds and suspected to have dislodged. Surgical intervention was performed six months after implant to reposition lead. The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.